Event description:
The needle of the catheter was not able to retract back. The physician was able to remove the product from patient without any harm. The target lesion was a cto of the sfa. There were no problems removing the product from the packaging and no damage to the packaging noted. The physician experienced resistance across the aortic bifurcation and especially at the proximal occlusion cap of the cto. Force was used while advancing the catheter. After removal from the patient, there was a slight kink 2-3cm proximal to the tip at the weakest transition point of the catheter.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.